Event description:
It was reported that the infusion device shut off without first providing an error or alert message. The patient's mother stated that the pump stopped working on (B)(6) 2022 and she was not sure whether the pump had alarmed before or not. The patient slept during the night without using the pump and woke up in the morning with vomiting, tachycardia, and malaise. She was taken to hospital by a friend. She was admitted to the intensive care unit at the hospital. She had ketoacidosis with a blood glucose level of over 500 mg/dl. She also had a drop in potassium level, an increase in blood, ph, and hypertension. She was treated with humalog insulin.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction: d4: catalog number and UDI # were corrected based on the returned product. Correction: g1 - mfg site name and email updated